Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient experienced a blood glucose (bg) measurement of 350mg/dl, was "not feeling well" and had symptoms of extreme thirst and excess urination. There was reportedly no medical intervention required. The reporter stated there was moisture and corrosion observed in the battery compartment. There was no indication of damage to the pump and the reported issue was not resolved during troubleshooting. This complaint is being reported as the patient experienced hyperglycemia allegedly due to the patient having to disconnect from the pump due to a moisture ingress casing condition issue delaying treatment or long term cessation in delivery.